Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia.

Event description:
Damage to the edge of barrel guide and screw is missing. The event timing was during decontamination and sterilization processing. There was no harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this event is a duplicate. The initial report should be voided. This event was previously reported on MFR-0001526350-2024-01254.

Event description:
Upon receipt of additional information, it has been determined that this event is a duplicate. The initial report should be voided. This event was previously reported on MFR-0001526350-2024-01254.